Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited upstream sensor alarm that was unresolved. Per reporter the residual volume was 134.6 ml, rate 3.0 ml/hr, and given was 3.4 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.